Event description:
It was reported that a meal was announced on the ilet, but the user accidentally cancelled the meal bolus at 58% while eating. Guidance was provided to allow the system¿s correction algorithm to respond and not to submit another meal announcement, indicating an improper or incorrect use of the device¿s user interface. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, with a usage problem identified involving the user interface consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.